Event description:
It was reported that the procedure was performed to treat a heavily tortuous and heavily calcified lesion in the superficial femoral artery (sfa). The 6.0x150mm supera self expanding stent system was advanced to the target lesion; however during deployment, the thumbslide broke and would not rotate after half of the stent was deployed. Pedal access had to be obtained and a 7.0 viatrac balloon was used to anchor the partially deployed stent to prevent it from elongating from the sfa to the common artery. The groin was accessed and the physician broke the handle in order to deploy the rest of the stent. T he sheath was placed over the nose cone and the system was pulled out as a unit. The supera stent was deployed at the intended site. There were no adverse patient effe cts and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the heavily tortuous and heavily calcified anatomy such that the ratchet was restricted and unable to properly/fully engage the stent; thus resulting in the reported physical resistance / sticking thumbslide and the reported difficult or delayed activation. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, additional information was received. User facility medwatch report received that states: mw5170292. During placement of the self-expanding supera stent via the femoral artery there was a malfunction of the stent rachet delivery system which became completely disengaged. The handle was disarticulated, and the deployment device was engaged manually while performing a balloon anchor technique of the deployed stent. The stent was able to be deployed successfully with elongation.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the heavily tortuous and heavily calcified anatomy such that the ratchet was restricted and unable to properly/fully engage the stent; thus resulting in the reported physical resistance / sticking thumbslide and the reported difficult or delayed activation. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.